Event description:
Patient stated he got up in the morning at 0650 feeling ok. He walked to the restroom without trouble. He was urinating and strained a little, felt lightheaded and passed out. His wife heard the thump, woke up and ran over and found him on the ground. He woke up in 30 seconds per her report. The lvad was alarming at the time. He denied any chest pain or discomfort prior to the event. Lvad controller malfunction, resulted in less than 1 second pump stop. Changed controller, all alarms and parameters are normal after controller changed. Patient reported to emergency room, CT scan was performed. During that time log file was obtained and send to thoratec. After the engineers investigated the log file they replied there was low voltage hazard captured accompanied by an lcd fault. Immediately following this at 0653 was a yellow wrench/replace controller alarm until 0731 where it appears that the controller was exchanged. His ICD was not able to be interrogated because of end of life. Physical exam normal. Software 7.23. Dates of use: (B)(6) 2014 - (B)(6) 2015. Diagnosis or reason for use: controller needed to operate and facilitate power to pump. Event abated after use stopped or dose reduced: yes.